Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduced a downstream occlusion. A review of the event history log revealed downstream occlusion messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The event occurred during an unspecified process step in the central supply. There was no patient involvement. No additional information is available.